Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had an event code logged in its memory. The event code logged can be indicative of a failure of the device's AED function. As a result, the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if needed. There was no patient use associated with the reported event.